Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient noticed a hot/warm sensation and swelling at the ins site. It was noted the symptoms started since taking part in a trial under another pain management manufacturer; however, the symptoms continued after that trial was completed. It was suggested to the rep to check impedances to ensure the system is functioning normally and to have the patient meet with their doctor to check the implant. The rep was planning on meeting with the patient. No device allegations were reported. No further complications were reported or anticipated. Additional information was received from the rep. They reported the patient is still looking for a new pain doctor. When the patient finds one, then they will contact the rep so an appointment can be made to check impedances. No further complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2018. The patient indicated that they had an appointment with their healthcare professional (hcp) on (B)(6) 2018 who determined that the cause of the hot/warm sensation and swelling at the ins site was due to an infection caused by the insertion of the paddle for their trial. Their symptoms have temporarily resolved by injection of methylprednisolone. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-14 indicating that the ins was explanted. The rep would provide more information via email. Additional information was also received from the patient indicating that the methylprednisolone did not resolve their issue and it is ongoing. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) regarding the patient. The rep stated that since the patient¿s trial with a different manufacturer, they have been experiencing warmth/hot, itching, and bruising at the top of their implantable neurostimulator (ins). The rep added that the patient is using their stimulator, but not all the time. They mentioned that the patient is using their walker. The rep stated that the patient needs to be seen by the physician. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-23. The explanted components were discarded. This information was confirmed with the physician/account. No further complications were reported/are anticipated.